Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; secondary endovascular intervention. The reported endoleak type ib was refuted, rather there was an endoleak type iiib and dilation of the main body stent and aneurysm sac growth. The most likely cause of the compromised stent graft integrity (stretched and breached fabric) of the main body stent was the use of strata material in combination with the off-label use of concomitant non endologix products in both the proximal and distal margins of the stent. Due to the lack of medical information, the execution of a secondary endovascular procedure, the final patient disposition post repair, and any procedure-related harms could not be ascertained. There were no reports of further negative patient sequelae to date. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft and afx iliac limb stent graft were implanted to treat an abdominal aortic aneurysm. The case was off-label due to a planned snorkel and exclusion of the hypogastric artery with the afx iliac limb stent graft. Approximately 4 years post-op, the patient returned for an unknown reason showing the presence of a possible type 1b endoleak (type to be confirmed). A re-intervention to treat the endoleak at an unknown future date is planned. As of the date of this report, there have been no additional patient sequelae reported.